Event description:
It was reported that during training the user started a freestyle libre 3 plus sensor for use with the ilet, observed three dashed lines on the display with no glucose readings, received an alert to wait ten minutes, and still did not receive sensor data; the ilet accepted a manually entered fingerstick blood glucose of 447 mg/dl, but the system could not transition to automated (¿bionic¿) mode, and a subsequent scan stated the sensor had already been started. Symptoms included hyperglycemia. Outcomes included no alarms from the ilet and no hospitalization. Investigation included remote troubleshooting and user education, including fingerstick verification and rescanning the sensor, and directing the user to contact the sensor manufacturer for further support. Investigation of this case revealed that the ilet was functioning but could not operate in automated mode due to lack of cgm data, consistent with a sensor data unavailability issue attributable to the external cgm system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.